Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 9fr hickman d/l catheter was returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A kink was noted on the red luer clamping sleeve, proximal to the hub. A c-shaped split was noted on the white luer extension leg, proximal to the clamping sleeve. The edges of the c-shaped split on the white luer extension leg were noted to be uneven. The surface appeared to be granular throughout one region and what appeared to be striations, were observed on a glossy portion of the other region. Upon infusion, a leak from the c-shaped split on the extension leg was observed while water did not exit the distal end of the catheter. Therefore, the investigation is confirmed for the reported kink on the extension leg distal to the red luer clamp and identified burst issues. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a catheter placement procedure using hickman/leonard/broviac central venous catheter. It was reported that during evaluation of the sample, kink was identified on the extension leg distal to the red luer clamp. There was no reported patient injury.